Manufacturer narrative:
(B)(4). Date sent: 11/06/2019. Additional information received: patient ID: (B)(6), gender: female, d.o.b: (B)(6) 1963, patient bmi or weight: 27.97 kg/m2, implant date: (B)(6) 2017, explant date: (B)(6) 2019, device size: 15-bead (clasp), lot # 14308. Tests performed pre-implant: barium swallow, egd - esophagram (3/29/17)- normal esophageal peristalsis, small hiatal hernia and moderate amount of gastroesophageal reflux. Egd/bx (10/2016)- report n/a. Pathology +barrett's. Additional diagnostic testing or intervention performed prior to removal: egd ((B)(6) 2017) - balloon dilatation to 20mm. Egd ((B)(6) 2018) - hill grade 1 valve, linx in proper position. Balloon dilatation to 20mm. Egd ((B)(6) 2018) - hill grade 2 valve, linx in proper position. Short segment barrett's. No hiatal hernia. Esophagram ((B)(6) 2019) - no hiatal hernia. Delayed emptying at the level of the linx. Delayed emptying of the barium cracker and barium tablet. Linx device intact. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was meshed used at time of implant? No. What was the reason for removal of the linx device? Ongoing dysphagia ¿ mild. The patient has decided to keep the device so it will not be sent back to the company.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2019. Date of event: only event year known: 2019. The DHR for lot 14308 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information: the device was taken from pathology by the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the linx device was removed due to dysphagia. The procedure went well with no patient consequences.